Event description:
While trying to pass a .014 pt2 past the coronary lesion the wire tip separated from body of wire and floated to the left iliac internal artery. Wire tip 20 mm in length lodged in place in the iliac artery and was unretrievable. The md procedural note states:... A pt2 wire would not advance, and the tip appeared to be entrapped at the proximal stent edge. When the wire was retracted, a small portion of the tip broke off (approximately 3 to 4 mm.) When it was attempted to place a guide catheter for vacuum extraction of the tip, the tip dislodged and was followed under fluoroscopic guidance into a sub fourth order side branch in the iliac system. Over a glidewire, a terumo sheath was placed in the left internal iliac artery and a 4-french snare was deployed at the wire tip in an attempt to snare the vessel, it actually migrated to a very small side branch where it lodged. In this location, it was felt to be the benign issue. I had another doctor look at the patient's imaging and both he and I felt that there should be no further attempt to extract the wire tip given the rather innocuous location, in which it became entrapped. The patient was stable upon completion of the cath, and was transferred to the floor.